Event description:
One day after implant it was noted that a loss of capture was observed. Echo revealed that the lead had perforated. As such the lead was repositioned without any complications. During dft testing. It was observed on the egm that the ventricular signal was significantly larger on the svc coil to can. The pocket was opened and it was noted that the df-1 pins were reversed. As a result, the pins were switched back to normal, and the case was clinically resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.